Event description:
Customer's wife reports back to back testing to a professional meter while using the advantage system with results of 313mg/dl on customer's meter and 87mg/dl on professional meter. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.